Event description:
Pt presents with canaliculitis and infection of both lower punta. How was the complication treated? Cultures taken? Medications prescribed? Dosage? Duration? Plugs were irrigated out and pt placed on zymar ophthalmic drops qid and zithromax z-pak course. How was the complication resolved? In 2007, our pt seen for follow-up and was found to be cleared of canaliculitis and told to discontinue the zymar eye drops and start using elestat for allergies. Dates of use: one day in 2006. Diagnosis or reason for use: dry eye. Event abated after use stopped or dose reduced? Yes.